Manufacturer narrative:
Product inspection verified failure mode. If further information is identified which alters this event's conclusion, a supplemental report will be filed accordingly. Report 2 of 2.

Event description:
4 paragon 28 jaws staples were used for a lisfranc dislocation. While drilling, one of the metal sleeves within the drill guide came out and molded/fused itself onto the drill bit. Report 2 of 2.